Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely depressed wbc result on the cell-dyn sapphire analyzer on a (B)(6) female patient. On (B)(6) 2020 sid (B)(4) generated a wbc result of 4.63 10e3/ul, repeat of 0.639 10e3/ul. The customers normal range for wbc is 4 to 11 10e3/ul. There was no adverse impact to patient management was reported.

Manufacturer narrative:
Field service visited the site and issue was resolved by replacing the sample cup assy. The historical data of the analyzer was reviewed and determined there was no abnormal complaint activity identified. The analyzer service history was reviewed and did not identify any contributing factors to the complaint. Tracking and trending data associated with the analyzer were reviewed and no trends were identified. Additionally, labeling was reviewed and sufficiently addresses the customers issue. Based on this investigation no systemic issue or deficiency of the cell-dyn sapphire analyzer was identified.